Manufacturer narrative:
Section f was completed by the MFR. Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that, the device was implanted in 2006, the pt came in for a post-op appointment, and the x-rays showed that the pin had "backed out". Two weeks later, the pin was revised, but the outer bushing was left in.